Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received a no delivery alarm due to bent cannula and as a result, customer was hospitalized on (B)(6) 2016 with blood glucose of 725 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and nausea. Customer was hospitalized due to high blood glucose. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for no delivery alarm and customer was assisted in performing two 5 units fixed prime and insulin did exit. Cannula was not bent at that time. Customer was advised that site may have been occluded. Customer declined troubleshooting for high blood glucose due to bent cannula. Customer was advised that products would be replaced.